Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a touchscreen was unresponsive, as the alphabet screen could not be accessed to input the transmitter ID when the "abc" button was pressed. The button on the screen was noted to depress, but the pump did not transition to the alphabet screen. After pressing the button repeatedly for 15 minutes, the requested screen was able to be opened and the customer was able to input the transmitter ID. There was no impact to the customer's blood glucose level.